Event description:
It was reported that the pump's display screen was completely black, although the pump was operational as the customer could hear pump sounds. There was no adverse impact to the customer's blood glucose level. The issue affected the customer's ability to interact with the pump, so technical support arranged for a replacement pump to be sent. The customer was instructed to use manual daily injections as backup therapy and to follow procedures for returning the malfunctioning pump to avoid charges, as well as to program and connect their settings to the new pump.